Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous mid right coronary artery (rca). Ivus was performed and the lesion was predilated with a 3.0x15mm non-bsc balloon. While delivering the 3.50x28mm taxus express2 drug eluting stent, the stent dislodged from the stent delivery system balloon at the distal tip of the non-bsc guide catheter. The dislodged stent was removed surgically.